Event description:
The customer reported intermittent issues with high basophils involving the coulter lh 780 hematology analyzer. The customer provided six patient data which were considered incorrect for high basophils which were generated over a period of three days. Data review indicated five samples generated erroneously high basophil percentage (ba%) and absolute basophils number (ba#) without instrument generated flags, when compared to the rerun on the original analyzer or an alternate lh780 analyzer. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #1061932-2013-00246 and #1061932-2013-00248 for the reports of the events which occurred on (B)(6) 2013 respectively. The customer reported that erroneous basophils were generated for two patients on (B)(6) 2013. One patient sample was repeated on the original analyzer and results which were considered correct were obtained. Repeat results for the other patient were not provided. No erroneous results were reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) noticed that the scatter was running low on latron and proceeded to adjust the scatter for latron. The fse ran (B)(4) samples with no high basophil counts obtained. The fse indicated that the customer was still reporting high basophil counts as well as diff and retic r codes and discovered the three element ls (light scatter) sensor connector at the ls preamp to be the source of the noise. The fse reseated the connector and verified repairs per established procedures.

Manufacturer narrative:
Results: failure mode was determined to be an adjustment needed for the latron scatter and ls connector which had to be reseated.